Event description:
Two days following at atrial tachycardia (at) ablation procedure, the patient experienced an atrioventricular (av) block and a pacemaker was implanted. The at ablation procedure was performed on (B)(6), 2023 and was close to the his. Radiofrequency applications were performed, the patients pr interval increased and the case was stopped with no clinical consequences at that point. Two days later, an av block was noted and a pacemaker was implanted. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported atrioventricular (av) block and subsequent pacemaker implant could not be conclusively determined.